Manufacturer narrative:
A replacement power cord was shipped to the customer. In follow up discussions with the customer, she indicated that the replacement power cord is working without issue. She also confirmed that she saw a small flame on the original power cord where the cord connects to the transformer and after she blew the flame out the cord was melted. The customer indicated that she could not return the power cord as she had misplaced it but will continue to search for it. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an eval will be performed and a supplemental medwatch submitted at that time if applicable. CAPA (B)(4), approved on 11/18/2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.

Event description:
The customer reported that when her pump was plugged in using the power cord, it did not work. She checked the electrical outlet where the power cord was plugged in and the power adapter started on fire ("there was a flame, not a spark") at the point where the cord meets the transformer.